Event description:
Initial sodium results of 130 mmol/l and 134 mmol/l were rerun, recovered 136 mmol/l and 140 mmol/l. Incorrect results were not used to provide patient treatment. Field service representative found the external water reservoir contaminated with bacteria. External water reservoir was decontaminated and the filter was replaced. System was recalibrated and quality control material recovered within stated ranges.